Event description:
Reason for use: insulin therapy via an animas insulin pump. Several needles from insulin pump infusion sets (contact-detach) broke off into the pt's soft tissue. The pt had them surgically removed.